Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot number 215901480 was returned and analyzed. Visual inspection of the mapping catheter showed the shaft was bent at the lemo connector connection. The loop and tip were intact with no apparent issues. In conclusion, the reported shaft kink was confirmed through testing. The mapping catheter failed the returned product inspection due to the shaft bend from the lemo connector. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, when the mapping catheter was removed from the sheath, it appeared to be kinked. The mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.